Manufacturer narrative:
The device is not available for investigation; it was discarded after the procedure.

Event description:
Information received by medtronic indicated that after cryoablation, the physician noticed air in the side port of the sheath. Sheath was aspirated and flushed. After cardioversion, the patient experienced st elevation and cardiac catheterization was performed. Staff had let the saline continous flush to the sheath run empty. Patient was extubated with no adverse events. The case was completed with cryo.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.